Event description:
A bipap a40 device was returned to a philips service center for service with no initial alleged complaint. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed ventilator inoperative error codes e085 (failure of the blower pressure sensor), e086 (failure of the outlet pressure sensor), and e088 (the device cannot be operated after three restarts). Due to the errors, the main printed circuit board was replaced. It was confirmed that the issues were resolved after the replacement. Additionally, dirt contamination was found inside the device. The blower box top, blower box bottom, blower, and outlet flow path were replaced. The unit was checked overall, cleaned, and functionally tested.